Manufacturer narrative:
The insulin pump had a motor error alarm during rewinding due to a corroded home switch.

Event description:
The customer called to report a motor error alarm. During troubleshooting, the customer noticed that insulin had leaked into the reservoir compartment. Advised that the insulin pump would be replaced. Nothing further was reported.